Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and analysis indicated that the lead had been stretched so the inner tubing buckled and prevented the helix from functioning properly. It was also noted that the distal conductor was distorted, the inner insulation was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant attempt, the right ventricular lead had poor sensing and high capture thresholds. The lead was repositioned 2 additional times without success. Upon attempting the final reposition, it was noted that the helix would not retract completely back into the lead body. The physician used the rotation tool with over 40 turns and the helix remained partially extended. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.